Manufacturer narrative:
One navigator® certain® implant mount 4.1mm(d) long (sgiim4l) and osseotite® tapered certain® prevail® implant 4/3 x 13mm (xiitp4313) were returned for investigation. Visual inspection of the as returned product identified the implant is minimally worn about the threads, however a fractured piece of the mount screw is stuck inside the drive feature. The mount body is unworn, but the accompanying screw is bent at the shaft and fractured at the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: evaluated by MFR: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the mount screw (sgiim4l) fractured off into the implant during placement procedure. The implant was removed and another one was placed. Tooth location 8.